Manufacturer narrative:
Additional event information has been requested but to date has not been provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the sleeve was worn on the patient and the patient got a rash on the skin during use. Contact dermatitis due to the ink of the sleeve was suspected. The patient's allergy was mackerel, blue fish, cold pack and allergic rhinitis. The patient suffered from cerebral infarction and had been seen a neurological department. The rash was getting healed and the patient was discharged from the hospital.